Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to painful left hip and loosening of the stem at bone to implant interface. Doi: (B)(6) 2003, dor: (B)(6) 2021, left hip.